Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. H11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar vue device was implanted on (B)(6) 2025. In addition, fiducial markers were placed. Eight days after the procedure, the patient reported experiencing "on/off diarrhea" since the day of the procedure. The physician reported concern about the possibility of the hydrogel injected into the anterior rectal wall (arw). The patient denied any bloody diarrhea or pain during bowel movements or in general. The physician also asked about any recent medication changes or long-term antibiotics the patient had been taking, and it was determined that the patient only received an intramuscular injection of antibiotics on the day of the procedure. The patient also reported no recent changes in diet. The medical team reported that the next step was to conduct an MRI, which was scheduled for (B)(6).